Event description:
Report 1 of 2. Consumer reported via e-mail that upon removal of a tampon, the pledget fell apart. The pledget was removed from her vaginal cavity in the emergency room. She did not report any adverse health effects. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome; however, no further information has been received.

Manufacturer narrative:
A model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed. H3 other text : not returned to manufacture.